Event description:
It was reported that non-target embolization to the left hepatic artery occurred. During a procedure to treat bleeding of the gastroduodenal artery, multiple coils were used to embolize the bleed. During the procedure, this 3 x 12 embold fibered detachable coil system was the last to implant; however, the coil migrated to the left hepatic artery resulting in non-target embolization. The physician attempted to use a micro snare, but was unable to remove the coil from the body. Another coil was used to successfully complete the procedure. Additional information was requested regarding patient outcome.